Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A voluntary medwatch was received which indicated a dialyzer blood leak occurred a few minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. Blood was noticed outside of the dialyzer, from the dialyzer head. All of the connections were properly in place. Treatment was stopped immediately, and the medical doctor was made aware. The patient¿s estimated blood loss (ebl) was approximately 207 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient restarted treatment with new supplies and resumed without issue. The patient¿s hemoglobin was 10 (units not provided), and the medical doctor advised to recheck hemoglobin during the next treatment two days later. The complaint device was reported to be discarded and not available to be returned to the manufacturer for evaluation. Additional information was requested, however to date has not been provided.

Event description:
Additional information was provided by the clinic registered nurse (rn). The rn stated that the blood leak occurred less than five minutes into the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, did not alarm. The treatment was stopped once the leak was observed. Blood leak test strips were not used as the leak was visually observed on the header cap of the dialyzer. The rn confirmed the leak was external. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss was approximately 200 ml. The rn confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient¿s hemoglobin was 10.0 (units not provided) on 1/9/2020, and 8.8 on 1/23/2020. The patient was restarted on the same machine and treatment completed successfully with new supplies.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.